Event description:
Pt had outpatient physical therapy session on (B)(6) 2011 and received moist heat and electrical stimulation. On (B)(6) 2011, when pt returned for next physical therapy session, two areas of skin breakdown noted on pt's back at area where electrode pads had been placed.